Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd had 2 cleo (B)(4) infusion sets that did not stick during insertion, then one that stuck and fell off later. Pwd has inserted one successfully and resumed therapy. Pwd was allergic to skin tac, so unable to use this. However, the infusion set was loose and leaking. The event occurred during use and there was no patient injury.